Event description:
It was reported that the colonovideoscope exhibited foreign object at the canal. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.